Event description:
In this event it was reported that a patient had an allergic reaction to the plastic retainer that was made with essix ace plastic. There is no information regarding the type of symptoms experienced, the duration of the reaction, or whether any medical intervention was required as a result.

Manufacturer narrative:
While it is unknown if the essix ace plastic used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.